Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to he was urinary incontinent again. The device was removed and replaced with a new aus system. No fluid leaks were detected on the explanted components. The patient had a good outcome. There is no more information available at the moment. It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to he was urinary incontinent again. The device was removed and replaced with a new aus system. No fluid leaks were detected on the explanted components. The patient had a good outcome. There is no more information available at the moment.